Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test about two days prior to the call. The customer reported that he replaced the device's battery and it was functioning normally. Blood glucose level at the time of the incident was 156 mg/dl. The customer was sent a replacement battery cap and advised to monitor the insulin pump. The device will not be returned for analysis.